Event description:
During the laparoscopic cholecystectomy the endoscopic clip applier misfired while the resident was attempting to clip the cystic duct. No harm to the patient. The clip applier and its packaging was saved. Sales rep for the hospital was called.